Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the synchroseal instrument to perform failure analysis. The instrument was analyzed and it was found to have passed engagement, recognition and sealing tests. It moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. Additional observation(s): the jaw cover was found to have tearing. Tears measured from 3.03mm to 5.33mm in length. There were no signs of thermal damage at the end of tears. No material was found to be missing. The probable root cause of damaged cover is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces.

Event description:
It was reported that during a da vinci-assisted prostatectomy - radical w/o lymphadenectomy surgical procedure, the synchroseal instrument did not cut. The procedure was completed with no reported injury.